Event description:
It was reported that during a breast biopsy, there was an error: green holster cable. No further info is available. No reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.